Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 6 months due to prosthetic valve endocarditis with severe aortic insufficiency. Per the op report, after surgery in (B)(6) 2012, the patient's post-operative course was complicated by respiratory failure related to pneumonia, renal insufficiency, and bacteremia. Echo showed vegetation on the aortic valve and it was decided this patient required redo-aortic valve replacement. Intra-operative echo demonstrated severe aortic insufficiency with preserved biventricular function. The valve was clearly mobile and unstable with a surrounding pseudoaneurysm/abscess cavity. The aortic valve was dehisced and incorporated within an abscess cavity of necrotic tissue. There was no frank pus around the valve, however. The valve was completely explanted and all necrotic tissue was aggressively debrided. After implantation of a new edwards bioprosthetic valve, echo showed a well seated aortic valve with no evidence of paravalvular leak.

Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Per the op report, this patient had a complicated post-operative course related to infectious issues and renal insufficiency. Episodes of recurrent bacteremia were also documented.